Event description:
Consumer claims she fell asleep while using a heating pad. She awoke to find the controller was hot and had melted which resulted in damage to her futon. No injury was reported with this incident.

Manufacturer narrative:
Crushing the pad and pulling, bending or pinching the cord is abuse of the product and a violation of the warnings and instructions provided. Consumer was also sleeping with the heating pad "on" and using ointment with the heating pad, both are violations of the warnings and instructions provided. No injury was reported with this incident.